Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted int the arm. According to the patient, on (B)(6) 2026, while in the car with his wife who was driving, the patient experienced feeling dizzy, and lost consciousness. The patient was brought to the hospital by their wife and when a fingerstick was taken, the cgm reading was 22.0 mmol/l, and the blood glucose reading was 1.1 mmol/l. The patient was treated with intravenous glucose. No further medication would have been necessary, and the patient was discharged on the same day as the day of the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.